Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The examination of the device revealed welding spots on both the neutral electrode and the remaining cutting electrode. This strongly suggests that a short circuit occurred due to unintended contact between these two components. The most likely scenario is that the cutting electrode broke and subsequently bent towards the neutral electrode, creating a direct electrical connection. This shortcut would have generated excessive heat, leading to the melting of materials at the contact points. The most probable root cause of this failure is the application of excessive force by the user during operation. If excessive mechanical stress was exerted on the electrode, it could have compromised its structural integrity, causing it to bend and make unintended contact with the neutral electrode. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a polyp resection by hysteroscopy, the tip of the loop became disconnected during use. The broken part has been extracted from the uterus with a biopsy forceps.